Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the rio experienced j6 error in the reaming page. The resulting outcome of the case was successful and there was no harm to patient.

Event description:
The surgeon performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the rio experienced j6 error in the reaming page. The resulting outcome of the case was successful and there was no harm to patient.